Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a pneumonectomy procedure, the instrument did not fire. The pt loss 7000cc of blood. Blood products were administered. Surgeon states the pt is currently stable.